Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ralp event description: name redacted was using the 5mm inzii bag during a ralp procedure. Similar to the last cer complaint, the green bead on the end fell off but they were quick to spot it. It didn't fall off into the patient but it was on the end of the applicator again." A couple of weeks ago, I filed the same complaint of the inzii bag failing another surgeon at this hospital. Name redacted mentioned both had the same lot numbers; therefore, she has pulled all the inzii bags with the same lot number off the shelf. She is asking for them to be replaced in case they are a faulty batch. They were able to retrieve the bag without the bead being attached. Additional information received from company rep. Via email on 16jan25: "the bead was completely free from the bag. The bag and string was inside the patient with the specimen inside it. The bead was found on the end of the tube of the applicator that was outside of the patient at this point. The actuator was fully retracted. The bag was removed normally from the introducer." Intervention: they were able to retrieve the bag without the bead being attached. Patient status: patient is doing well and came to no harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: ralp. Event description: name redacted was using the 5mm inzii bag during a ralp procedure. Similar to the last cer complaint, the green bead on the end fell off but they were quick to spot it. It didn't fall off into the patient but it was on the end of the applicator again. " a couple of weeks ago, I filed the same complaint of the inzii bag failing another surgeon at this hospital. Name redacted mentioned both had the same lot numbers, therefore she has pulled all the inzii bags with the same lot number off the shelf. She is asking for them to be replaced in case they are a faulty batch. They were able to retrieve the bag without the bead being attached. Additional information received from company rep. Via email on 16jan25: "the bead was completely free from the bag. The bag and string was inside the patient with the specimen inside it. The bead was found on the end of the tube of the applicator that was outside of the patient at this point. The actuator was fully retracted. The bag was removed normally from the introducer." Intervention: they were able to retrieve the bag without the bead being attached. Patient status: patient is doing well and came to no harm.